Event description:
Additional information received that this ICD subsequently exhibited far-field oversensing on the right atrial (ra) lead this product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the patient does not want to have their device replaced. This investigation will be updated should further information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of oversensing.

Event description:
This supplemental report is being filed to provide the product analysis results.

Event description:
Additional information was received that the patient with this implantable cardioverter defibrillator (ICD) agreed to have a device change out procedure. The ICD was explanted and replaced. No additional adverse patient effects were reported.